Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. A philips field service engineer (fse) replaced the flexviewing pc and returned the system to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not turning on. Analysis of the system log file showed that the ¿flexvision-pc¿ and the ¿tsm patient support¿ did not startup. During troubleshooting, the fse found that the hd1 slot of flexviewing pc was not powering on with power button. The fse assisted in swapping hard drives between non-working and working drive slots and replaced the flexviewing pc. The defective flexviewing pc was returned to philips for further analysis. The analysis confirmed the malfunction of the flexviewing pc, and it was due to faulty hdd bay. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.